Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the coupling tool side and the saw blade coupling were defective. It was further determined that the housing was rounded (damaged). It was further determined that the device failed for check for leakage, check the saw blade coupling, check the saw head's locking mechanism, check the rotation of the saw head, check falling out protection (steal ring) and check the fitting of the lid. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device unscrewed during cutting and was heating up. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.